Manufacturer narrative:
Npb not authorized to service the device.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The customer troubleshot this issue over the phone and npb advised the customer to replace the psol assembly.